Event description:
The patient reported that the previously working remote monitor did not power on. Troubleshooting steps were taken and when the batteries were replaced with new batteries, the patient noticed acid corrosion in the compartment; still no power. Therefore, return and replacement of the monitor is pending. No patient complications were reported as a result of this event.

Event description:
The patient reported that the previously working remote monitor did not power on. Troubleshooting steps were taken and when the batteries were replaced with new batteries, the patient noticed acid corrosion in the compartment; still no power. The monitor has been returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working remote monitor did not power on. Troubleshooting steps were taken and when the batteries were replaced with new batteries, the patient noticed acid corrosion in the compartment; still no power. The monitor has been returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. No anomalies were found.